Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported adverse event and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Further information is being solicited from the patient.

Event description:
It was reported that the patient's blood glucose levels reached 27 mmol/l (486 mg/dl) while wearing the pod when the adhesive began not sticking well the infusion site (back). The patient reported they required medical attention due to this, but no information was provided regarding any medical intervention. Outreach attempts have been made to the patient, at the time of this report they have been unsuccessful.

Event description:
It was reported that the patient's blood glucose levels reached 27 mmol/l (486 mg/dl) while wearing the pod when the adhesive began not sticking well the infusion site (back). The patient reported they required medical attention due to this, but no information was provided regarding any medical intervention. Outreach attempts have been made to the patient, at the time of this report they have been unsuccessful. Additional information: the patient experienced high bg (27 mmol/l) and ketones (2.4 mmol/l) they felt nausea and had to call an ambulance. This led to medical assistance being provided in a&e, where the customer received insulin and fluids. It was also advised the nurse found that the cannula had not inserted into the skin. The patient spent 7 hours at the hospital. Additionally, the patient had blood tests and was diagnosed with an infection. No lot details are available as the pod was discarded.

Manufacturer narrative:
Additional information to b5. The device has been discarded.